Manufacturer narrative:
The device was evaluated by a zoll approved business provider. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including full functional testing and defib stress testing without duplicating the report. Review of the device logs confirmed the occurrence of the reported defib/pacer failure. The processor/bridge/ pace (pbp) board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "uncompatible defib/ pacer version" message and failed the self-test for defib and pacer functions. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.